Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient states his mask has an air leakage from the lips when he wears it. Patient also alleges that he wakes up with dry mouth, bloating and discomfort in the stomach with dryness in his eyes. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.